Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels were greater than 350 mg/dl while wearing the pod on the leg. It was noted that the adhesive pad was not sticking well during wear. Symptoms reported include vomiting and ketones. At the hospital, the patient was treated with glucose and insulin. A new pod was successfully applied. The patient was released the following day on (B)(6) 2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.